Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the thermal damage due to excessive heat and electrical discharge. The field service engineer reseated all cables, cleaned debris and replaced a new flex cable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.